Manufacturer narrative:
Evaluation summary: results from the product history record and batch history record review indicated the product met release criteria. The lens was returned in a specimen container filled with a clear unknown liquid. One haptic was broken/torn and not returned. The optic was torn/split/cracked and scratched/marked-rejectable. The optic had additional damage that gave the appearance of blackish micro-cracks. No opacification was observed on the lens; however, during investigation of the returned sample, damage (blackish micro-cracks) was observed to the optic which may have been interpreted as the reported complaint. This type of damage has been seen in the past and is typical of the damage caused by yag laser conducted post implantation. While it is unable to determine the origin of this damage, it can be concluded that it was not probably manufacturing related. Based on these investigation findings, it is unable to verify if the lens contributed to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that after an intraocular lens (iol) implant surgery the patient experienced a lens opacification. The iol was explanted and an iridectomy and vitrectomy were performed. Additional information has been requested with no response to date. This is one of two reports being filed for this patient. This report is for patient's right eye.